Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture and "the device had bubbles". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture and " the device had bubbles". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening on anterior, crease fold, and bubbles were observed that may be related to the opening. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified curved striated broken edge opening, and missing shell (0-25%). Based on the device analysis the final assessment was a curved striated broken edge opening due to surgical damage consist in the use of some surgical tool, and missing shell due to inconclusive.

Event description:
Health professional reported left side rupture and " the device had bubbles". Device has been explanted.